Event description:
Ous MDR - it was reported that approx. 26 months after the implantation the patient received inappropriate shocks due to oversensing. The patient was hospitalized. It was decided to replace the ICD and this lead. It is unclear if the lead was explanted or capped. Should additional information become available this file will be updated.

Manufacturer narrative:
Update 1/10/18 - the lead was explanted on (B)(6) 2017. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed abrasion marks along the lead body. In particular, approx. 7 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. This finding can be considered as the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as the generator housing. Diagnostic images clarifying this assumption were not available. Furthermore, deformations of the shock coil were observed which occurred most likely during the extraction procedure. The values of the parameters measured during the electrical and mechanical analyses were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.